Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va052e7, implanted: (B)(6) 2013, product type: lead, UDI# (B)(4), use by date: 2016-12-01. (B)(4) applies to the lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. When asked to clarify how the impedance test led to the diagnosis of a fractured lead, it was reported hcp did an impedance test when the patient was in the office and reading showed greater than 4000 ohms on a couple of electrodes. Unknown what caused the fracture and he didn¿t know the patients weight at the time. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# va052e7, implanted: (B)(6) 2013, product type: lead. Based on the additional information that the patient was not able to have the system removed and has started another form of therapy, the event has been changed from 'serious injury' to 'malfunction' as there was no serious adverse event/outcome as a result of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the healthcare provider did an impedance test and the patient has a fractured lead. The healthcare provider was going to replace it sometime this summer, but the patient didn't pass a cardiac exam. It was noted that the patient does not have their device on, and instead they are doing tibial nerve stimulation to help control their bladder issues. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device stopped working last year, in (B)(6) 2017. It was noted that their healthcare provider tried to adjust stimulation but the patient did not feel anything; the doctor checked it and said it was not working, ¿non-functioning.¿ the patient was not sure why it was not working, and did not know if it was due to normal battery depletion. It was reported that they were supposed to have the ins removed and replaced sometime last year in september, but they could not due the surgery because the patient developed a pulmonary embolism, which was not related to the device or therapy. As the patient was scheduled for an MRI, it was recommended that they follow up with their healthcare provider, or have a manufacturer representative paged to have their ins battery assessed. No further patient complications are anticipated or expected as a result of this event.